Event description:
It was reported that this right atrial (ra) lead was capped due to unknown reasons. The date when the lead was capped is suspected to be on (B)(6) 2019, this lead was reconnected to a pacemaker on (B)(6) 2019 after the patient underwent a radiation therapy. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).